Manufacturer narrative:
Can not confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor had an alarm failure. The customer confirmed that the device was connected to a patient. There was no report of an adverse event to patient or user.